Event description:
It was reported that a skin irritation causing redness, itching, swelling, pain, an abscess, and scarring had occurred while wearing the pod longer than 48 hours on their leg. The patient's blood glucose levels reached 307 mg/dl while wearing the pod. The patient stated their scar tissue is causing absorption issues. No further details pertaining to the event were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.